Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead technician (lt) called to discuss the intra-aortic balloon (iab) removal procedure. The lt stated that they noted blood in the catheter tubing and stopped pumping. The intra-aortic balloon pump alarmed helium loss. They are at the bedside for removal. The clinical support specialist (css) discussed the removal procedure with the lt. The css also discussed the caution needed with resistance due to possible catheter entrapment. The css discussed this at length and potential challenges and complications. The lt has the csss direct number to call back with any additional questions. The lt did not feel that blood entered the pump, but the css discussed having the pump checked. At 1034 est on 27aug2015 the css called the lt back to follow up on the outcome. The iab was removed with difficulty at the bedside and the patient had femoral surgical repair post removal. The patient had no complications post removal and was "stable post repair" as stated by the lt. There was no reinsertion. Indication for use: prophylactic support for aortic valvuloplasty. It was noted that the length of time prior to the event was approximately two hours. The iab was inserted via a sheath in the patient's femoral artery.

Manufacturer narrative:
Qn#(B)(4). (B)(4). Device evaluation: returned for evaluation was a severely damaged 40cc 7.5fr iab. Upon initial visual inspection, the catheter was noted cut in half. Blood was noted within the bladder membrane. The distal tip appeared attached to the bladder membrane, and no pieces of the bladder membrane were noted missing. The damage to catheter is consistent with removal difficulty. Two sheaths were returned inserted on the separated pieces of the catheter. The teflon sheath typically supplied with the iab kit was found buckled for an approximate length of 3.5cm at 9.0cm from the distal end of the sheath. The buckling is consistent with attempting to remove the catheter through the sheath. The other sheath returned with the catheter is not typically supplied with the iab kit. It was located on the other returned piece of the catheter. The tip of this sheath was slightly damaged. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of blood in the helium pathway is confirmed. The catheter was returned in two pieces, and the damage is consistent with removal difficulty. Blood was noted within the bladder membrane, but the catheter could not be functionally tested because of the damage. The root cause of the complaint is undetermined.

Event description:
It was reported that the lead technician (lt) called to discuss the intra-aortic balloon (iab) removal procedure. The lt stated that they noted blood in the catheter tubing and stopped pumping. The intra-aortic balloon pump alarmed helium loss. They are at the bedside for removal. The clinical support specialist (css) discussed the removal procedure with the lt. The css also discussed the caution needed with resistance due to possible catheter entrapment. The css discussed this at length and potential challenges and complications. The lt has the csss direct number to call back with any additional questions. The lt did not feel that blood entered the pump, but the css discussed having the pump checked. At 1034 est on (B)(6) 2015 the css called the lt back to follow up on the outcome. The iab was removed with difficulty at the bedside and the patient had femoral surgical repair post removal. The patient had no complications post removal and was "stable post repair" as stated by the lt. There was no reinsertion. Indication for use: prophylactic support for aortic valvuloplasty. It was noted that the length of time prior to the event was approximately two hours. The iab was inserted via a sheath in the patient's femoral artery.